Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by fever. The cause of the event was not reported. The patient was hospitalized and began treatment with an unspecified drug infusion for the event. At the time of this report, the patient remained hospitalized and was not recovered from the event. Pd therapy was withdrawn during treatment. The reporter declined to provide additional information.

Manufacturer narrative:
B3: the peritonitis occurred on an unspecified date in sep to oct 2022. B5: upon follow up, it was reported that pd therapy was discontinued. Should additional relevant information become available, a supplemental report will be submitted.